Event description:
It was alleged that during a case, the coupler fogged. It was reported that due to the lack of visibility, the doctor punctured an artery. The artery was repaired and the patient was released with no further complications.